Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 3003306248-2020-00026. It was reported that the patient had a heartware lvad system on (B)(6) 2020 and due to right ventricle failure a temporary rvad support with centrimag system was implanted. On (B)(6) 2020 the ICU staff identified a partially low flow alarom on the hvad followed by a partially low flow alarm and m4 error code sign on the centrimag console. This happened about 4 times from 14.00-18.00. Both alarms appeared together with the heartware hvad low flow alarm and the ICU team noticed that the alarm appeared first by the centrimag console. The physicians changed the system to the back-up console and motor. The alarm stopped.

Manufacturer narrative:
Section g3: correction. Section d10, h3, h4, h7, h9: additional information. Manufacturer's investigation conclusion: the reported event of an m4: motor alarm was confirmed. A log file was extracted from the returned centrimag console and was reviewed. M4: motor alarms were observed on (B)(6) 2020 at 15:27 and 16:12, both correlating to a sub-fault that indicated an issue with the centrimag motor. Both observed m4: motor alarms resolved within approximately 2 minutes. Despite the observed motor alarms, the pump maintained speeds around the set speed of 3350 rpm throughout the log file while in patient use. Flow values were also observed to be typical. No other notable events were observed. The returned centrimag motor was functionally tested on (B)(6) 2020. The motor¿s cables were tested with a motor resistance test box and a cable break and short were found within the motor, which would have caused the observed motor alarms. The motor was connected to a known working test centrimag console and flow probe, and alarmed with an m4 alarm, reproducing the event. As a result, the motor was scrapped. The root cause of the reported event was damage within the centrimag motor¿s cable; however, the root cause of the damage was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: corrections. Method, results, and conclusions codes were inadvertently left out of the previous report.